Event description:
During routine stereotactic right breast biopsy, tissue marker deployed per standard procedure. Initial clip not visualized on films so procedure repeated. Upon completion, noted the normal small clip was inside a larger metal piece that originally housed the clip. Second group of calcifications not biopsied at this time. Dr recommended localization procedure for them and removal of metal housing at that time.